Event description:
It was reported that a vena cava filter was successfully placed. The access site was femoral and was heavily fibrosed. When the physician attempted to withdraw the sheath, one of the marker bands allegedly moved and slid all the way down the catheter, reportedly, the other marker band kept the detached one from coming off the catheter, both markers are intact on the sheath but one has allegedly moved about 4.5 cm. The physician reported that he believed the heavy scarring at the access site caused the issue. No pt injury.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. One g2 sheath was returned for evaluation. Neither the filter or the delivery system were returned. The proximal marker band had traveled along the sheath approximately 4.5cm in length towards the distal tip of the sheath. The proximal and distal marker bands were flush together. The sheath was not completely circular and had an oval shape. The tip was not damaged. Per the event description, the access site was heavily fibrosed and the physician reported that he believed the heavy scarring at the access site caused the issue. The fibrosed tissue could cause band movement and band compression, due to the unusual compression forces. The investigation is confirmed for detachment of component. Although the definitive root cause is unk, it is likely related to the pt's scar tissue at the access site.